Event description:
It was reported that during engineering evaluation, it was observed that the motor device was heating up fast and had vibration. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the device was found to have an overheating motor and vibration. The assignable root cause was determined to be due to wear from excessive force, which is normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.